Manufacturer narrative:
The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient product information.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to replace the articular surface to address ligament laxity. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown tibial tray catalog #: ni lot #: ni, unknown femoral component catalog #: ni lot #ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to replace the articular surface. Attempts have been made, however, no additional information is available at this time.